Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in hospital for an unrelated disease, it was noted the patient experienced bradycardia. The implantable pulse generator (ipg) was "no longer working" and had reached elective replacement indicator (eri) and showed premature battery depletion. It was noted the patient did not attend for follow up after implantation of the device. Due to patient condition the device will be replaced at a future date. No further patient complications have been reported as a result of this event.